Event description:
It was reported that following a knee procedure using an ambient super multivac 50 ifs wand, it was discovered that the patient had sustained a dermal burn near the surgical site. There were no further details provided regarding the severity of the burn or any treatment administered. No further patient complications have been reported as a result of this event.